Event description:
The customer reported via phone call that she was currently hospitalized due to high blood glucose levels. Customer reported that her insulin pump was not functioning properly, causing her blood glucose level to rise above 500 mg/dl. The call was disconnected before any additional information could be provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.